Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected battery out limit. The pump was unable to prime during prime test due to faulty force sensor system. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that they experienced battery out limit alarm. The customer's blood glucose value was 176 mg/dl. The customer stated that he has gone through four batteries and it only lasted a few hours. The product was returned for analysis.